Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the inspection of the mayfield horseshoe a1012with serial number (B)(6) reveals that the ratchet arm is jammed and cannot move properly. Both locking blades are broken and must be replaced to secure the ratchet arm. The pressure screw does not build up the correct pressure during testing because the spring is not functioning correctly. It must be replaced, and the pressure screw secured with the retaining ring. Some spacers are needed to adjust the screw correctly, but the locking mechanism functions correctly and can be locked and once closed, it has no play. To resolve the issues, both locking blades were replaced, and the ratchet arm can now be properly locked in place. The pressure screw was adjusted by replacing the spring and retaining ring. The device successfully passed a functional test and conforms to the manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The ratchet arm is jammed and cannot move properly. Both locking blades are broken and must be replaced to secure the ratchet arm. The pressure screw did not build the correct pressure during testing; the spring was defective. The probable root cause is rough handling and routine wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that during patient positioning with the mayfield infinity skull clamp (a2114), the clamp no longer engaged, and the pin was not building pressure. The procedure was completed after using an alternate positioning method in the prone position. The product issue resulted in surgical delay of more than 30 minutes. No patient injury occurred.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.